Manufacturer narrative:
Evaluation results - inherent risk of procedure (myocardial infraction). (B)(4).

Event description:
During the index procedure 2 additional endeavor sprint stents were implanted, one in the lad and one in the 1st diagonal branch segment.

Event description:
An endeavor sprint rx drug eluting stent was implanted in the circumflex artery. A myocardial infraction (mi) is reported to have occurred the same day as the index procedure. The investigator has indicated the mi was related to the target vessel but unrelated to the study device.

Event description:
An angiographic complication of thrombus occurred during the index procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (thrombosis). Evaluation conclusions: inherent risk of procedure ¿ (thrombosis). (B)(4).